Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, hospitalization, patient outcome and action taken with pd therapy were not reported. On an unreported date, the patient was treated with amikacin injection (375mg) and vancomycin injection (1gm, every third day) for peritonitis. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the cause of peritonitis was due to break in aseptic technique (not further described). Two days after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 3rd day, discontinued) and amikacin injection (375mg, per day, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital, pd catheter was removed due to the event and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient has not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.